Event description:
It was reported that the patient's pump had flipped. The patient felt a pain at the pump site after rolling over in bed. The physician 'took a look under fluoro' and suspected a flipped pump. This was confirmed by comparing the image taken with images presented by manufacturer technical services. The patient was scheduled to have the pump flipped back over and re-anchored. The patient did not experience any symptoms. The reporter was unsure of the medication in the pump; however indicated that it may have been morphine. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information received reported that the pump was lipped back to the proper orientation and the patient was doing well. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).